Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/11/2018 for evaluation. The device will boot and charge. The receiver was reviewed and passed. The receiver download showed a gap of 1 hour 45 minutes 05 seconds on the incident date. The receiver passed functional test. The receiver passed pairing test. The case was opened for internal inspection and passed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.